Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalized with diabetes ketoacidosis on (B)(6) 2017. Customer's blood glucose value was unknown at the time of the incident. The outcome of hospitalization was 3 to 4 days. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump and customer wearing the pump at time of hospitalization. Customer will return device for analysis.